Manufacturer narrative:
One device was received was for evaluation. Visual inspection found the tamper seal to be missing and a scratched lcd lens. There was no evidence of the reported problem in the device's event history log. Three accuracy tests were performed. Upon testing, the reported was duplicated. It was determined that the expulsor was the root cause. The expulsor was reported. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that during testing the pump failed the flow test. There was no patient involvement.